Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cs100 intra-aortic balloon pump (iabp) had a problem with the monitor, showed unclear and flickering images.

Manufacturer narrative:
A getinge field service engineer (fse) confirmed the reported issue and disassembly of the monitor to check and cleaning of all internal contacts. During check s false internal contact was detected by fse. The functional checks and diagnostic tests was performed. Replacement of the safety disk was performed as it had reached the 2-year expiration date. Repair completed. The device passed all performance and safety tests according to the manufacturer's specifications. The device was returned to the customer and authorized for clinical use.

Event description:
It was reported that before use, the cs100 intra-aortic balloon pump (iabp) had a problem with the monitor, showed unclear and flickering images. There was no patient involvement.